Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: during preparation for surgery, the balloon was not inflating because it was partly torn. Not used for pt. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.